Event description:
As reported by the user facility (translation of user facility (translation of user facility information by bbm sales organization (B)(4)): not infused correctly: pump no. 1 (B)(4). The infusion of glucose has been running all night long with 100 ml/h. The infusion started at 20:00 pm. The morning after, the pump alarms that the infusion is finished but there is still 500 ml left. When the staff changes the pump, they see that the aggregate. In the report that the customer sends to the (B)(4) they write that this is a handling error from their staff.[...]

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.